Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the unit reflected a reading of 192 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 118 degrees fahrenheit). It was determined that the failure was caused by worn out bearings. The assignable root cause was determined to be wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an equipment inspection it was observed that the long attachment device was running hot. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.